Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 june 2023, a 27mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve perimeter: 72,5 mm, perimeter derived ø: 23,1 mm area: 408,2 mm², area derived ø: 22,8 mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not have a horizontal aorta. During deployment, the valve quickly slipped out of the annulus which was positioned at a 3mm. The valve moved upwards 10-12 mm into the aortic arch before the delivery system was pulled out. After the delivery system was pulled out, the valve stayed the position. The coronary region was not covered by the valve which was not implanted in the correct position. The physician selected a new 27mm navitor valve for a valve in valve procedure that completed the procedure. The patient was stable.

Manufacturer narrative:
An event of valve migration after implant was reported. A returned device assessment could not be performed as the device remains implanted and is not returned for analysis. The valve moved upwards 10-12 mm into the aortic arch before the delivery system was pulled out. After the delivery system was pulled out the valve persist the position. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force.